Event description:
Pt enrolled in study underwent post-arthroscopy to left knee in 2004. Date of final injection of test article to left knee was in 2004. Hyalgan-r or phosphate buffered saline. Princial investigation received a call from subject's family member 4 days after injection reporting pt was admitted to the hosp for 2 blood clots in left leg. Family member reported pt had mild cramping in the left calf sunday evening and thought it was muscle cramping. The cramping continued and worsened. Subject called primary care physician and was seen by him. Dr sent subject to hosp for doppler flow study. Doppler flow study revealed 2 blood clots in left leg. Subject was admitted to hosp for treatment of thrombus in left leg. Family member reported pt was started on heparin and coumadin. Principal investigation went to hosp in afternoon to assess left knee post arthroscopy and reported left knee was healing nicely and was without redness, swelling or pain. Causality: principal investigator determined the causality not related to test article, hyalgan or phosphate buffered saline. Causality related to sedentary position for 12 hrs straight prior to arthroscopic procedure and a potential complication of arthroscopic procedure. This is an initial report. A follow up report will be forthcoming when site attains the hospitalization summary.